Event description:
Caller reported that the cartridge was not fitting properly on the pump, which caused the customer¿s blood glucose level to exceed 500 mg/dl. The specific value was unknown, but it was displayed as "high." The customer did not require assistance from any third party and took a correction injection via multiple daily injections (mdi). Technical support instructed the caller on inspecting and cleaning the pump area and removing the o-ring on the pneumatic tap. The customer was then able to reload the original cartridge successfully and resume insulin therapy.